Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The caller reported the patient fell down the year prior and ever since then it felt like the device was not where it used to be and it hadn't been working. They patient had been trying to get in touch with their healthcare provider, but was unable to. Healthcare provider listings were sent and it was recommended the patient follow-up with healthcare provider when possible. No further complications were reported or anticipated.